Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
June 20, 2019, crts (B)(4) (hcp): information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that last time patient was scheduled for an MRI the patient reported that he hadn't charged his device in 2 months and then changed it to 6 months. Patient also stated his device was not working, and quit charging his stimulator. The event date was provided as 2019. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Upon further review, only "product problem" is applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that device did not help with pain and only helped the 1st month and now not at all.